Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b6, b7, g1(contact person).

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit and replaced doppler pcb, pn no: (B)(4) with new one. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the doppler in the cs100 intra-aortic balloon pump (iabp) was not working. There was no patient harm, serious injury or adverse event.